Event description:
Procedure: stomach reduction surgery. According to the reporter: the load presented bleeding in the staple line and it was necessary to use an electric bistoury to coagulate the tissue and stop the bleeding. No permanent damage. There was no bleeding over than 500 cc. It was not necessary blood transfusion. The surgical time was extended by 30 minutes because the physician needed to use the bistoury to coagulate the tissue. The event did not prolong the hospital stay.

Manufacturer narrative:
(B)(4).